Event description:
The customer contact reported that the device delivered less medication than intended. On an unspecified date and time, the device was programmed to deliver normal saline with an 1 ampoule of calcium gluconate and 1 ampoule of magnesium sulfate, at a rate of 84ml/hr, with a vtbi (volume to be infused) of 1000 ml, for a duration of 12 hours. The customer contact reported that the delivery was completed in 17 hours, instead of the intended 12 hours. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.